Manufacturer narrative:
Device will not be returning.

Event description:
It was reported that after over one year, one of a patient's dual magec rods was damaged. Therefore, the physician removed the rod, and implanted a new magec rod without incident.